Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found a fragment of a device in a specimen jar. No relevant clinical information nor the device has been provided. Therefore, a thorough medical investigation cannot be rendered nor can a definitive root cause of the reported failure be determined. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was confirmed but a root cause could not be established from the given information. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the plate separated from the ambient tip/shaft. A part of the metal plate that came off was saved and placed in a specimen jar. The broken piece was retrieved using graspers and according to reports, the patient¿s knee was xr to ensure no piece remained. It is unknown if a backup device was available and how the issue was resolved. There was a significant delay and no further complications were reported.